Event description:
The customer reported that the system displayed a cmos error code. No pt injury was reported.

Manufacturer narrative:
The ge service rep installed the sram, problem after 3x booting with communication between workstation & mainframe. He reseated the boards and adjusted the psi from 4.7 vdc to 5.1 vdc. He checked the max dose and adjusted it. The kv tracking and resolution were ok. The system performed as intended.